Manufacturer narrative:
Additional information : section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 7, 2024 section h3: evaluated by manufacturer: yes device evaluation : visual inspection was performed on the suspect product and found the cartridge tip was cracked and viscoelastic residue was distributed through the length of the cartridge. No additional issues were identified. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during product and photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "cosmetic issues" was not identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Section d10: zcb00(serial number- unknown)) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was found on the surface of the back of the optic after the implantation of intraocular lens (iol). The surgeon suspects that the rough tip of injector damaged the surface of the optic during implantation. Reportedly, patient¿s vision is not affected as of now. The lens was fully inserted and remained implanted inside the patient¿s eye and planned for the explant. Directions of use were followed. There was no report of unplanned vitrectomy, incision enlargement and sutures. No other information is available.

Manufacturer narrative:
Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.